Event description:
It was reported that resistance was observed upon delivering the stent sfr4-4-20-10 during the procedure. The resistance occurred in the middle section of the catheter, and it was noted that the vessel was not tortuous. The device and accessory devices, including a phenom 21 microcatheter, were prepared as indicated in the instructions for use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that another product was used to resolve the resistance. The cause of the resistance was not determined. The resistance was in the middle of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).